Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-00282, 1220908-2020-00284, and 1220908-2020-00286 for similar events reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was observed during review of the device activity logs. However, the device was subjected to bench handling and full ECG functional testing without duplicating the report. The defib receptacle and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.